Manufacturer narrative:
No product was returned to the manufacturer. The production records were reviewed for the product involved. No manufacturing deficiences were identified that could have contributed to this event. The exact cause of migration could not be established. Information received did not indicate an issue with the device(s) involved. The cage remains implanted in the patient. The supplemental fixation was removed and replaced by a new 4web screws.

Event description:
It was reported to 4web that a revision surgery was required as 4web anterior spine truss system - stand alone cage was reported to have migrated anteriorly. Per information received, it is believed that the patient presented with pain about one and a half month post initial surgery. The initial surgery was completed using 2 4web screws and plate and was performed on (B)(6) 2024. Report one of three.